Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Date of event was reported as (B)(6) 2017; however, it is unknown if that is the date the device broke or the date it was discovered broken. Device is an instrument and is not implanted/explanted. Reporter phone number is (B)(6). A device history record (DHR) review was performed for part # 310.509, lot # 2582456: manufacturing location: (B)(4), manufacturing date: 17.mar.2010: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon receipt of the loan set from distributor, it was identified that the drill bits are broken. The 15 ml of the cutting portion of the drill bit ø 1.8mm is broken and drill bit ø 2.0mm has broken cutting end and launched the edge. Broken parts are not returned. No patient involvement. This report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
A product investigation was performed of the returned drill bit (part 310.509, lot 2582456). The visual inspection has shown that approximately 14 mm from the fluted tip section is missing. There were no other damages or signs of misuse detected. Cutting edges are completely worn out. The cutting tip is still available and the drill bit is not broken as reported. There were no issues during the manufacturing of the product that would contribute to this complaint condition. Based on these findings we exclude any manufacturing related issue. The outer diameter was measured per relevant drawing and confirmed to be within specifications. As the item is shorter as it should be on the drawing and due to the unevenly ground tip we have to assume that the drill bit were re-sharpened several times. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.